Manufacturer narrative:
(B)(4) d6a - implant date - unknown month and day in 2014. G2: foreign - event occurred in australia multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The reported event is confirmed through evaluation of photos and medical records. Visual examination of the provided photos shows the explanted stem, bearing, and humeral tray. The humeral tray is fractured. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse total shoulder arthroplasty exhibits humeral stem component has dissociated from the tray component. Comminuted fracture of the humeral head. Scapular notching. Small ossifications inferior to the glenohumeral joint may be related to the humeral head fracture and/or fracture inferior glenoid. Humeral tray fracture, humeral bone fracture, and scapular notching events: a definitive root cause cannot be determined. Ossification: ossification has a root cause unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to stem breakage. The patient presented with a non-functioning shoulder. During the revision procedure, all pieces were retrieved. Attempts have been made and no further information has been provided.